Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection was performed and the following was confirmed: the motor cover, encoder cover, and patient restraint brackets were damaged. The battery partition cover was also missing. From the condition of the returned platform, the damages appear to be due to normal wear and tear. The platform passed all functional test requirements. Testing could not reproduce the reported complaint of a user advisory 41 (patient temperature sensor failure) message. The platform was run for 20 minutes with a test manikin and 10 additional minutes with a large resuscitation test fixture (lrtf) with no faults observed. Based on further inspection of the device, the patient temperature sensor was recommended to be replaced as a precaution. A review of the archive did not show any user advisories occurring on the reported event date of (B)(6) 2014. The data does however indicate that multiple user advisory 41 faults (patient temperature sensor failure), consistent with the reported complaint, occurred between (B)(6) 2014 and (B)(6) 2014. Based on the investigation, the part(s) identified for replacement are the motor cover, encoder cover, battery partition cover and patient restraint brackets. The patient temperature sensor was replaced as a precaution. In summary, the reported complaint was confirmed during review of the archive. Based on further inspection of the device, the patient temperature sensor was recommended to be replaced as a precaution. Following service, including replacement of the damaged parts and patient temperature sensor, the device passed all testing criteria.